Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. During the inspection, a detached collar was found on the rotating luer lock. The separated collar was not returned for evaluation. The customer complaint is confirmed. The identified issue is most like related to the supplier. A notification was sent to the supplier for awareness. The current process controls detection includes 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) sampling visual inspection is performed for rotating luer lock at incoming inspection area. The batch review could not be performed as the affected batch was not provided.

Event description:
The following has been reported: nurse reported: "distal luer lock collar fell apart. Replaced the tubing" . Patient harm: no. Infusion stoppage: no. A preliminary review identified the following issue: administration set breaks (any part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.